Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the 8mm large needle driver instrument wrist control was not rotating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited erratic movements that did not align with handpiece input while the surgeon was at the console and actively manipulating instruments; it was not a static (immobile) failure. The issue was resolved by replacing the instrument. There was no patient injury, no broken/damaged cables.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and installed on an in-house system showing 6 uses remaining. Instrument exhibited imprecise motion in the pitch direction. The grips moved in the direction commanded, however a lag or delay in the motion was observed. Further evaluation of the instrument found it had a loose pitch cable at the clamping pulley at the proximal end. No cracked clamp pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis.